Event description:
Circumcision complicated by separation of layers and bleeding secondary to defective mogen clamp. Repaired with 5-0 vicryl sutures, surgical placed around circumference. Good hemostasis and cosmesis obtained. Infant discharged home (B)(6) 2010 at 1400.